Event description:
A customer in the us reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported when using the dx-d 100 system, even after letting go of the handle, the system became stuck in reverse. It was reported the user was surprised by the movement and received some bruising from being pinned between the portable and the door. Agfa service responded and completed checks of the dx-d 100 system. The dx-d 100 system was driven down the hall about 30 feet with no problem. When agfa service turned the portable, it suddenly jumped backwards. A check of the dmc board showed no physical damage or liquid on the dmc board. A check of the voltages for both left and right control confirmed the voltages around 2.5volts. No issue was found with gauges or deadman bar. Agfa service replaced the dmc board and set the voltages to 2.5vdc for the left and right control. The dx-d 100 system was driven around the area by both agfa service and the customer. No further incidents were reported and the unit is now working as intended. Investigation confirmed the dmc board removed from the dx-d 100 system was defective.